Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient implanted in the right upper chest was seen to have an infection. There was redness noted around the sternum. The generator was removed and leads were pulled over to left side. A new generator was placed in the upper left chest. Device history records for the generator were reviewed and showed that both the lead and generator were properly hp sterilized prior to distribution. Both device passed all functional specifications as well prior to distribution device evaluation is not necessary because the reported event has been determined to be related to the implant procedure no additional or relevant information has been received to date.

Event description:
It was reported by the physician that the cause for the infection is unknown. The wound was noted to have dehisced. No other relevant information has been received to date.